Manufacturer narrative:
This report will be updated when additional information is provided. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated during a routine follow up. It was noted the device was interrogated without issue at the previous device check in november 2022 and had a remaining battery longevity of 58%. At this check, a 3200 tablet s-ICD programmer and the current 3300 programmer models were tried without success; each programmer had its own s-ICD wand. Technical services discussed troubleshooting steps and ensuring beep tones could be heard when a magnet was applied to the device. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted. Additional information was received. The physician planned to try interrogating the device again at the end of the month. The distributor representative confirmed the interrogation was successful. There were no new episodes stored, and the remaining estimated longevity was appropriate at 42%. No programming changes were needed. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated during a routine follow up. It was noted the device was interrogated without issue at the previous device check in november 2022 and had a remaining battery longevity of 58%. At this check, a 3200 tablet s-ICD programmer and the current 3300 programmer models were tried without success; each programmer had its own s-ICD wand. Technical services discussed troubleshooting steps and ensuring beep tones could be heard when a magnet was applied to the device. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report will be updated when additional information is provided.